Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 3; reference MFR. Report#: 1627487-2019-03350, reference MFR. Report#: 1627487-2019-03352. It was reported that the patient¿s scs system was not providing effective therapy. Surgical intervention may be planned to address the issue.

Event description:
Device 2 of 3. Reference MFR. Report#: 1627487-2019-03350; reference MFR. Report#: 1627487-2019-03352. Additional information received advised that the patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was explanted and replaced. Effective therapy resumed post procedure.